Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: a black box review showed one reboot event on 06/06/2013. The pump powered ¿on¿ with auditory and vibration alerts, but the display remained blank upon start up. Additional testing for the reported power issue could not be completed due to the display screen issue. Unrelated to the reported issue, the pump¿s cover was removed, the display screen was found cracked.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the pump would not power on. This complaint is being reported because the issue remained unresolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).